Manufacturer narrative:
Customer did not provide the serial number or the part number of the affected device.

Event description:
Information was received regarding a cadd legacy pump. It was reported that the device just stopped working. It happed to be the patient's back up pump, so there was no other pump to use. Patient had to be transferred to the hospital via ambulance from continued infusion. Patient was off veletri for about 30 minutes at the time of the call. They were on 48 nkm of their continuous IV infusion. Severity of side effects or injury from the malfunction is unknown.